Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 11 months. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patient was at home on battery power and had a sudden alarm, passed out and was unresponsive and the family called 911. The lvad was not running. The system controller was exchanged in the field and the patient was brought to the emergency department (ed). During the transport the lvad alarmed to connect the driveline. Emergency services (ems) assured the driveline was correctly connected in the system controller. Patient was in asystole and agonal upon arrival and was pronounced dead in the ed. The patient had several syncopal events the days leading up to the events on (B)(6) 2018. The patient had no history of elevated lactate dehydrogenase (ldh), with ldh values always in the 200-250 range and no previous known issues. The patient had been seen in clinic one week prior to this event and had also been seen in the transplant clinic 6 months prior to this event and had been doing well. The patient has no history of driveline damage, no alarms reported. No arrhythmias were noted per ICD interrogation. No additional information was provided.

Manufacturer narrative:
The evaluation of the left ventricular assist system (lvas) confirmed the presence of thrombus within the device. The evaluation of the submitted system controller log file from the primary controller revealed that from 10:44:25 am through 10:49:14 am on (B)(6) 2018, the pump appeared to be ceasing and struggling to ramp up to the fixed speed of 9600 rpm, followed by driveline disconnected alarms and the disconnection of both power cables. The evaluation of the submitted system controller log file from the backup controller revealed the pump ceasing and struggling to ramp up to the fixed speed from 11:03:23 am through 11:07:39 am on (B)(6) 2018, followed by driveline disconnected alarms and the disconnection of both power cables. Low speed hazard/advisory alarms, low flow alarms, and elevated pump power were associated with the low speed events. The pump was returned assembled and surrounded by a large amount of native tissue. The driveline was severed approximately 14.5 inches from the pump housing, and the remainder of the driveline was returned in a segment measuring approximately 24 inches. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware, and the apical sewing ring was secured to the distal end of the inlet tube. Depositions of loosely coagulated blood and tissue-like clotted blood were observed in the inlet and outlet elbows. The blood flow path in the interior of the pump housing was occluded with hard, denatured blood mixed with grainy, denatured blood. These depositions appear consistent with an interruption in flow; however, a specific cause for the period of low flow could not be conclusively determined through this evaluation. If the interruption in flow caused blood to remain stagnant within the pump while the rotor continued to spin, this could have caused the blood to denature within the pump and the temperature to increase due to excessive resistance on the rotor. The melted protective wrap around the electrical leads also suggests that the temperature in the pump was increased for a significant duration. In addition, the increase in temperature could have caused the observed weakness in magnetic strength of the rotor, as permanent degradation of the magnetic strength can occur if it is exposed to elevated temperatures for an extended period of time. The resistance on the rotor and diminished magnetic strength could have also caused the cessation of the rotor, the inability to ramp up to the set speed, and the increase in pump power, which are consistent with the evaluation of the submitted system controller log files. The driveline was tested for electrical continuity. Resistance measurements between the wires that comprise phases 1 and 2 were lower than normal in the motor capsule, which indicates a phase-to-phase short condition in that location. Based on previous complaint history, this further suggests that temperature in the pump was increased for an extended period of time. This phase-to-phase short could have also contributed to the rotor¿s cessation and failure to ramp up to the set speed, which is consistent with the evaluation of the submitted system controller log files. In addition, visual inspection of the underlying wires of the driveline revealed a breach in the insulation of the yellow wire adjacent to the nipple of the pump housing, exposing the inner conductors. The damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the yellow wire made direct contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have caused the pump to stop. However, a correlation between the observed driveline damage and the pump stoppages captured in the submitted system controller log files could not be established as the events in the log file occurred while the system controller was connected to 14v li-ion batteries. The pump was cleaned, reassembled, and functionally tested on a mock circulatory loop with standard test equipment under loading conditions. The pump was not able to be started, and the test system controller displayed a ¿driveline disconnected¿ alarm. The pump was then connected to both returned system controllers, the pump was not able to be started on either controller, and the system controllers displayed a ¿driveline disconnected¿ alarm. These results appear consistent with the finding of a phase-to-phase short within the motor capsule. The returned system controller was functionally tested and found to operate as intended during analysis. Functional testing did not reveal any issues that would have resulted in the reported event. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.